Event description:
Silicone breast implants have resulted in changing a perfectly healthy woman to one who can no longer work. Pt complains of arthritis, chronic fatigue, chronic fevers, chronic throat infections and chronic pain in back, neck, legs, ankles and feet.